Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the pacemaker was found with a elective replacement indicator (eri) triggered on (B)(6) 2019. The eri alert was cleared. Post-clearing the alert, the battery was estimated 1.75-4.5 years to eri. The patient was stable.